Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause of the sticky trigger and the device not functioning was traced to component failure due to normal wear. It was determined that the cracked saw head was due to a design issue which has been covered under a CAPA. A review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device oscillating saw head had a hairline crack and the device was not functioning. It was further determined that the device failed pretest for check the quick coupling for saw blades, check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was also noted that some of the tests could not be performed. It was noted in the service order that the device did not have enough power to cut the bone. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.